Manufacturer narrative:
Concomitant medical products: 5076-52, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and the implantable cardioverter defibrillator (ICD) eroded. The ICD implant system was removed and a week later, a new ICD system was implanted. No further patient complications have been reported as a result of this event.